Event description:
A revision surgery was performed approximately two weeks post-op of spinal implant surgery to relieve the patient's increasing lower back pain. A post-op MRI demonstrated an epidural hematoma with thecal sac compression as the source of the pain. During the revision surgery, the surgeon discovered that the bone had fractured and decided to remove the hardware. The surgeon noted that the patient experienced a fall which preceded his pain and believes that this may have caused the fracture. The surgeon does not believe the hematoma was related to the device or the fracture and stated that it was most likely related to the partial laminectomy performed. There is no indication that the device malfunctioned or otherwise did not perform as intended.